Event description:
The caregiver was moving the resident from wheelchair to bed using an hygienic sling and a floor lift assisted by a student. During the transfer, the battery ran out of power and the caregiver went in the hallway to call another staff to get a charged battery for the floor lift. While she was in the hall, the resident slid out of the sling and fell to the floor. They got the new battery, lifted the resident from the floor and placed her in bed. No injuries were sustained. Ref MFR report 9681684-2014-00017.